Event description:
The customer reported obtaining low anion gaps and questioned 15 patient results on ion selective electrode (ise) including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) involving the dxc 600 pro clinical chemistry analyzer. The customer did not release erroneous results out of the laboratory. The patient samples were repeated on another analyzer and results were considered correct. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found a worn na reference electrode and a defective carbon bridge. The fse replaced the na reference electrode and carbon bridge to resolve the issue. The fse performed ise selectivity checks and quality control, which passed with normal anion gaps. Analyzer resumed normal operation. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).